Event description:
This male pt of unk age and medical history experienced a thrombotic event and a myocardial infarction approximately four years after implantation of a cypher stent. The indication of the index procedure was an acute myocardial infarction. Percutaneous coronary intervention was performed in the right coronary artery (rca). Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unk length and diameter, unk lot number and unk expiration date, was deployed at unk pressure in an unidentified section of the rca. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hosp. Post-interventional treatment with plavix was reported for three months. Approximately four years later, the pt experienced the thrombotic event and myocardial infarction. No additional info was available.

Manufacturer narrative:
The product remained implanted in the pt and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.